Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system were exhibited a lack of sensing at routine follow-up visits. Further review of paperwork found that the ICD/lead system exhibited a sensing problem on february 29, 1996, but the paperwork was not reviewed as a reportable event subsequent review.